Event description:
A customer observed negatively biased valp qc results on the vitros 5,1 fs analyzer. Biased patient results were reported: corrected reports were issued. Biased results of the direction and magnitude observed may result in inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer was not following ocd recommended procedures for qc fluid and reagent pack handling. After loading a fresh reagent pack, calibrator responses and calibration parameters are typical. Post-calibration qc results were acceptable. The root cause of the event is user error.